Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found multiple internal insulation abrasion at the distal tip breaching the ring electrode and inner coil lumens with both ring electrode cables found to be damaged consistent with procedural damage at the proximal end of the right ventricular (rv) shock coil. Two external insulation abrasions were found between the shock coils breaching the empty cable and right ventricular lumens consistent with friction to another device or feature of the patient anatomy with the right ventricular cables coating found to be intact. Additionally, an external insulation abrasion was also found proximal to the suture sleeve tie impression breaching the superior vena cava lumen consistent with friction to the device can with the superior vena cava cable coating found to be intact in this location. Electrical testing did not find any indication of conductor fractures or internal shorts.